Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 219,598 joules during prostate vaporization. The procedure was completed with another fiber. The pt outcome was reported as "fine." The procedure had been initiated with a different fiber, which was also reported (ref MFR report# 2937094-2012-00353).

Manufacturer narrative:
(B)(4).